Event description:
A rep from the doctor stated that the pt received a medpor right cranial implant. The rep reported that due to an infection, the implant was removed.

Manufacturer narrative:
Following a review of the device history record for lot number 89020-mci-002-10 f020a03h, it was determined that all processes and test criteria are within the medpor implant finished product spec.